Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility reported a patient with an incomplete side cut at seven o'clock bilaterally following lasik. The surgeon used a microkeratome to be able to lift the flap. There was no patient harm. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined the manufacturer internal reference number is: (B)(4).